Manufacturer narrative:
Follow-up #1: date of submission 01-oct-2018 device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: a review of the pump¿s black box and alarm history showed cs 078 call service alarms. During testing, the pump was powered on to the verify screen with no alarms. The rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours with no call service alarms occurring. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. The pump case was removed and evidence of moisture corrosion was found on the ir board and near the motor flex connector. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.